Event description:
New information received notes that the device functioned appropriately as designed but high voltage therapy was delayed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of nsrvo (non-sustained right ventricular oversensing) was observed on via stored egms (electrograms) which was triggered by undersensing of vf (ventricular fibrillation). Further review indicated that high voltage algorithm was functioning as designed. No programming change were suggested. The patient was stable.